Event description:
The customer reported the alarm on the telepack is not getting triggered. The device was not in clinical use at the time of the event. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer was provided a replacement device. The device was returned to the philips authorized repair facility. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing, indicate that the speaker produced no sound, due to a defective speaker.